Event description:
Related to MFR report # 2183959-2013-01153. The pt had a "superficial skin fistula in the perineal area left caused by suture material" with "moderate perineal pain, bleeding and local infection (pus)." The stitch was removed on (B)(6) 2013. The status of the event was reported as "continuing" as of (B)(6) 2013. No additional pt complications have been received in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.